Event description:
The back-up battery was plugged into red outlet during a generator check. Power switched over fine at first, however during a check the ventilator lost power along with back-up battery. The ventilator was re-pressurized and powered on. Two minutes later, the ventilator and battery lost pressure again and turned off. We had to bag the pt for less than 30 seconds, during which the pt had brief bradycardia and desaturation. The pt recovered without incident. The ventilator was than plugged directly into red wall outlet.